Event description:
Boston scientific corporation was informed that during preparation and during the hydrothermablation (hta) procedure, a fluid leak occurred. While priming the system before connecting the tubes and during the filling stage, the tubing (yellow and purple) started leaking. This occured twice causing them to reset the system both times. During the case two separate fluid loss alarms occurred; there was no visible loss of fluid in the reservoir and no leaking from the cervix. Following the second alarm, the case was completed with another of the same device. The patient is reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.